Event description:
On (B)(6) 2012, the patient contacted animas, alleging the up/down arrow and ok keypad buttons were intermittently unresponsive and required multiple hard presses to elicit a response. The patient denied damage to the keypad. The patient reportedly wore the pump under a garment, against the body and did not clean it. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
The device was returned to animas and evaluated by product analysis on 08/08/2013 with the following results:testing confirmed the up and down buttons have an intermittent response. And the contrast button is completely unresponsive. Removed the keypad and found contamination under all button contacts. Unrelated to pump booted to the verify screen with dim pink contrast. Pump cover was removed and the oled screen was removed and replaced with a new test screen, contrast returned to normal with test screen. Also, there is a crack along the battery compartment extending from the threads to the case seal. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.